Manufacturer narrative:
Use of this product in liposuction is contraindicated in instructions for use provided with the product. Rep was advised to pass that information on via (B)(4) rep and advise conversion to soft liner product.

Event description:
Our sales rep was contacted by a (B)(6) rep informing him that (B)(4) of plastic surgery reported an implosion of (B)(4) during liposuction. There were no pt consequences.